Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal section of the lead was performed. The lead segment returned was severed 131 mm from the terminal pin. There were also cuts noted in the insulation near the severed end and in the suture sleeve. The reported clinical observation of the low pacing impedances could not be confirmed by the lead segment returned. No additional segments of the lead have been returned following the second extraction procedure.

Event description:
Boston scientific crm received information that portions of this implantable right ventricular (rv) defibrillation lead were explanted during a device change-out procedure due to low pacing impedance measurements. Subsequently, the complete lead was attempted to be laser extracted. During the procedure the patient's blood pressure dropped and the patient developed a junctional rhythm. An echocardiogram revealed cardiac tamponade. The patient was taken to surgery to repair a 1 cm tear of the lateral right atrium. The lead was successfully physically extracted. Another system planned to be implanted at a later date after the patient recovered.